Manufacturer narrative:
This report is for unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Initial reporter country are both USA and (B)(4). This report is for unknown screws. PMA/510(k) number is not available. (B)(6). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: prins, j., et al. (2018), periprosthetic femoral nonunions treated with internal fixation and bone grafting, injury, vol 49, pages 2295-2301 (netherlands). The aim of this study was to review combined results of two academic teaching hospitals using a comparable strategy for ppfn treatment consisting of failed fracture implant removal, debridement, assessment of prosthetic stability (with component revision as needed), soft tissue capsular release as needed, multiple deep tissue cultures, realignment, compression, stable internal fixation and liberal bone graft augmentation. During february 2005 to november 2016, a total of 19 patients (9 males and 10 females) were treated with internal fixation using an unknown synthes locking compression plate. The mean duration of follow-up was 39.8 months. The following complications were reported as follows: (B)(6) year-old female patient was treated using an lcp. There was nonunion for 7 months so patient was treated with nonunion treatment. After nonunion treatment, patient had revision surgery which used an lcp. Time to union was 12 months. (B)(6) year-old male patient was treated using an lcp. There was nonunion for 14 months so patient was treated with nonunion treatment. After nonunion treatment, there was persistent nonunion and hardware failure at 10 months. Patient had revision surgery which used an lcp. Time to union was 18 months. (B)(6) year-old female patient was treated with liss. There was nonunion for 9.5 months so patient was treated using an lcp. Time to union was 5 months. (B)(6) year-old male patient was treated using an lcp. There was nonunion for 32 months so patient was treated using an lcp. After nonunion treatment, there was persistent nonunion at 4.5 months. Patient had revision surgery. Time to union was 6 months. (B)(6) year-old male patient was treated with liss. There was nonunion for 15 months so patient was treated with nonunion treatment. Time to union was 10 months. (B)(6) year-old female patient had periprosthetic femoral fracture treatment. There was nonunion for 10 months so patient was treated using an lcp and philos locking plate. Patient had revision surgery. Time to union was 15 months. (B)(6) year-old female patient was treated with liss. There was nonunion for 9 months so patient was treated using an lcp. Time to union was 6 months. (B)(6) year-old female patient was treated with liss. There was nonunion for 4 months so patient was treated using an lcp. Patient had a revision surgery using an lcp. Time to union was 36 months. (B)(6) year-old male was treated using an lcp. There was nonunion for 3 months so patient was treated using an lcp. Time to union was 4 months. (B)(6) year-old female was treated using an lcp. There was nonunion for 5 months so patient was treated with nonunion treatment. Time to union was 2 months. (B)(6) year-old female was treated using an lcp. There was nonunion for 34 months which was infected with staphylococcus aureus so patient was treated using an lcp and antibiotic beads. After nonunion treatment, patient had persistent nonunion at 8 months. Patient had revision surgery. There was still persistent nonunion at 36 months. Salvaged total femoral prosthesis at 68 months. (B)(6) year-old male patient was treated using a dcp and an lcp. There was nonunion for 14 months which was treated using an lcp. After nonunion treatment using an lcp, patient had persistent nonunion and hardware failure at 11 months. Patient had revision surgery and hardware removal. There was a second revision surgery because of persistent nonunion with progressive deformity at 27 months. Time to union was 36 months. (B)(6) year-old male patient had periprosthetic femoral fracture treatment. There was nonunion for 6 months so patient was treated using an lcp. Time to union was 5 months. (B)(6) year-old male patient was treated using an lcp. There was nonunion for 4 months which was treated using an lcp. Time to union was 5.5 months. (B)(6) year-old male patient was treated using an lcp. There was nonunion for 13 months which was treated using an lcp. After nonunion treatment, patient had revision surgery using an lcp. Time to union was 5 months. (B)(6) year-old male patient was treated using an lcp. There was nonunion for 5 months which was infected with propionibacterium acnes. It was treated with nonunion treatment. There was persistent nonunion at 3 months which was treated with an lcp. Time to union was 12 months. (B)(6) year-old female patient was treated using an lcp. There was nonunion for 5 months which was treated with lcp. Time to union was 13 months. (B)(6) year-old female patient was treated using a liss. There was nonunion for 17 months which was treated with a philos locking plate and an lcp. After nonunion treatment, patient had revision surgery. Time to union was 4 months. Due to a limit of impacted products per complaint, this complaint will be captured under 5 separate complaints: (B)(4). This report is for unknown screws. It captures a (B)(6) year-old female patient with nonunion and revision surgery. Time to union was 12 months. This is report 2 of 10 for (B)(4).